Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/27/2025. D4 batch #867c55. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage along with six gst60b (b-g) and one gst60w (f) reloads present. The reload (b) was received partially fired 1/10 and the reloads (c to f) were received fully fired. The returned device and reload (b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 867c55, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/31/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: or nurses have explained the situation in more details and psee60a device worked normally during first 5 firings. On the 6th firing relaod got stuck, they had to use just a knife reverse button (not manual override), changed the reload and 7th firing worked again. Might have been previous stapler stuck in jaws etc, but will still collect relaod and stapler for further analysis. Did the device lock-out (no staples deployed and no cut line started)? Yes on 6th firing, reverse button took knife back (about 5mm was moved). Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Started a little bit, about 5mm but locked out very soon, not sure if tissue was even cut. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, the surgeon was using echelon flex powered 60mm stapler. During the firing, the knife advanced 5 mm, then device got stuck. It started a little bit, about 5mm but locked out very soon, not sure if tissue was even cut. The surgeon then had to use the reverse button to unleash the jaws, after which device could be no longer be used. A new stapler and reload was used after that to complete the procedure with a delay of five minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2025. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes on 6th firing, reverse button took knife back (about 5mm was moved). Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Started a little bit, about 5mm but locked out very soon, not sure if tissue was even cut or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a.